Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 5/2/2013 states that this patient's riata lead has no sensing issues but threshold has spiked up pacing 0.5v at 0.4ms, 3.5v at 0.4ms. Programmed rv output to 5v/0.4ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).